Manufacturer narrative:
The insulin pump was unable to vibrate due to a broken vibrator wire. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump does not vibrate. Customer stated that the insulin pump did not vibrate during the vibrate test. Customer's blood glucose reading at the time of the call was 212 mg/dl. No further information reported.